Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 147 mg/dl, 63 mg/dl, 46 mg/dl, and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained on separate dates and outside the ten minute timeframe. This is a final report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated sodium (na) result generated by the unicel dxc 600i synchron access clinical systems for one patient. The initial na result of 160mmol/l was reported out of the lab. The original sample was re-tested and a result of 136mmol/l was obtained. The result was amended. The customer stated that the patient treatment was impacted, but they do not know if the patient was harmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.